Event description:
It was reported that there were concerns about the right atrial (ra) channel of this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) reviewed the reports and noted that the device exhibited high out of range pacing impedance. Additionally, there was a signal artifact monitor (sam) episode caused by respiratory rate trend (rrt) signals that caused the rrt to switch vectors. It was also noted that the device exhibited threshold issues and suspected loss of capture (loc). There were noisy signals that resulted in inappropriate mode switches, as well. Ts recommended reprogramming. The physician elected to not make any changes and referred the patient an electrophysiologist. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were concerns about the right atrial (ra) channel of this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) reviewed the reports and noted that the device exhibited high out of range pacing impedance. Additionally, there was a signal artifact monitor (sam) episode caused by respiratory rate trend (rrt) signals that caused the rrt to switch vectors. It was also noted that the device exhibited threshold issues and suspected loss of capture (loc). There were noisy signals that resulted in inappropriate mode switches, as well. Ts recommended reprogramming. The physician elected to not make any changes and referred the patient an electrophysiologist. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were concerns about the right atrial (ra) channel of this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) reviewed the reports and noted that the device exhibited high out of range pacing impedance. Additionally, there was a signal artifact monitor (sam) episode caused by respiratory rate trend (rrt) signals that caused the rrt to switch vectors. It was also noted that the device exhibited threshold issues and suspected loss of capture (loc). There were noisy signals that resulted in inappropriate mode switches, as well. Ts recommended reprogramming. The physician elected to not make any changes and referred the patient an electrophysiologist. The device remains in use. No adverse patient effects were reported. Additional information received indicates that this device was explanted and replaced. No additional adverse patient effects were reported.